Event description:
An article title "socioeconomic evaluation of vagus stimulation:a controlled national study" was received by the manufacturer and reviewed. The death of a vns patient is reported. No information is provided regarding the cause of the death. Patient information and implant information are not specified. Attempts to get further information were unsuccessful. Sudep evaluation performed by the manufacturer classified the death as possible supep.